Event description:
((B)(4)). The dentist reported that after 110 days that the dental implant was installed in intra-oral region #3, it was verified its non-osseointegration, a 45 n.cm. Was achieved as primary stability and immediate load was not performed.